Event description:
Event verbatim [preferred term], got a false positive result [false positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: 204185. A 28-year-old female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: 10302243m3, device expiration date: 25jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "got a false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: customer took a covid-19 and flu test kit and got a false positive result. The customer went to the hospital, was tested again and got a negative result for flu b. Negative flu a/b pcr at doctor's office (around 3 hours after the lucira test), and a second lucira test the next day that was negative for covid, flu a, and flu b. Not undergoing treatment as the positive was a false result. Patient's weight was reported as 115 (unit not provided). The reporter considered "got a false positive result" associated to covid-19 and influenza ivd device. Causality for "got a false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Follow-up (15feb2025): this is a spontaneous follow-up report received from a consumer or other non-hcp from product quality group, program ID: 204185. Updated information included: patient data (date of birth and age), product data (lucira lot number, unique identifier, and expiration date) and event details.

Event description:
Got a false positive result [false positive investigation result], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A 28-year-old female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110302243m3, device expiration date: 25jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "got a false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: customer took a covid-19 and flu test kit and got a false positive result. The customer went to the hospital, was tested again and got a negative result for flu b. Negative flu a/b pcr at doctor's office (around 3 hours after the lucira test), and a second lucira test the next day that was negative for covid, flu a, and flu b. Not undergoing treatment as the positive was a false result. Patient's weight was reported as 115 (unit not provided). Test kit#: 3a4m6q1q. The reporter considered "got a false positive result" associated to covid-19 and influenza ivd device. Causality for "got a false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Follow-up (15feb2025): this is a spontaneous follow-up report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). Updated information included: patient data (date of birth and age), product data (lucira lot number, unique identifier, and expiration date) and event details. Follow-up (27feb2025): this is a spontaneous report received from pfizer product quality group. Updated information: suspect device data. No follow-up attempts are possible.

Event description:
Event [preferred term] got a false positive result [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient (unknown if pregnant) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "got a false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: customer took a covid-19 and flu test kit and got a false positive result. The customer went to the hospital, was tested again and got a negative result for flu b. The reporter considered "got a false positive result" associated to covid-19 and influenza ivd device. Causality for "got a false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] got a false positive result [false positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group, program ID: (B)(6). A 28-year-old female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110302243m3, device expiration date: 25jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (nonserious), outcome "unknown", described as "got a false positive result". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "got a false positive result" associated to covid-19 and influenza ivd device. Causality for "got a false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 01apr2025 for covid-19 and influenza ivd device: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110302243m3, UDI: (B)(4)) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, expedite trending, and evaluating returned photo(s) and/or video(s) supplied by the complainant. A complaint sample was not returned. However, 1 photo of a covid and flu ivd test kit was supplied by the complainant. The sample vial was engaged; illumination of the negative result led for covid, illumination of the negative result led for flu a, and illumination of the positive result led for flu b was observed. The complaint of false positive result cannot be confirmed via visual examination of supplied photos/videos without a returned sample or evidence of results obtained from antigen or pcr tests. The complaint of false positive result was not present in the supplied photo(s) and/or video(s). Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110302243m3. No quality issues related to lot k10a110302243m3 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110302243m3 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue of "false positive" was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation (s) associated with the complaint issue are documented in the hazard analysis). All complaint investigations are trended. There is no current trend alert documented. Additional information: customer took a covid-19 and flu test kit and got a false positive result. The customer went to the hospital, was tested again and got a negative result for flu b. Negative flu a/b pcr at doctor's office (around 3 hours after the lucira test), and a second lucira test the next day that was negative for covid, flu a, and flu b. Not undergoing treatment as the positive was a false result. Patient's weight was reported as 115 (unit not provided). Test kit#3a4m6q1q. Follow-up (15feb2025): this is a spontaneous follow-up report received from a consumer or other non hcp from product quality group, program ID: (B)(4). Updated information included: patient data (date of birth and age), product data (lucira lot number, unique identifier, and expiration date) and event details. Follow-up (27feb2025): this is a spontaneous report received from pfizer product quality group. Updated information: suspect device data. Follow-up (01apr2025): this is a follow-up report from product quality group providing investigation results. No followup attempts are possible.